Event description:
It was reported by a veterinarian that an animal underwent a cataract procedure on an unknown date and suture was used. The suture broke approximately one week post-operatively.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).